Event description:
It was reported that during a left internal carotid artery stenting procedure, after post-stent dilatation with a 5mm viatrac balloon, the patient experienced hypotension and expressive aphasia. Initially the event was treated with neosynephrine, but after the procedure, treatment changed to dopamine. CT scan showed old vs. New watershed ischemia in left hemisphere. The hypotension and the aphasia are listed as continuing and improving. (B)(6) 2011, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation there was no reported product deficiency. The reported patient effects of hypotension, neurological deficit/dysfunction and ischemia are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.